Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection of the sample identified a ruptured bladder in a non-footing position, confirming the reported condition. Microscopic inspection identified markings and abrasion on the exterior surface of the bladder, near the rupture line. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor ruptured during filling. The customer stated that they first filled 4.5 ml of 5% dextrose in water (d5w). The customer then added 45 ml of fluorouracil, at which point they felt some resistance. However, the customer continued to fill the device with fluorouracil and stated that approximately 75 ml of medication had been added before the rupture. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.